Manufacturer narrative:
Internal file number: (B)(4). Correction: manufacturing site. Evaluation summary: the device was returned for analysis. The reported material deformation and difficulty to remove were confirmed. The reported difficulty to position could not be replicated in a testing environment as it was based on circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the guiding catheter during advancement to the lesion causing the reported difficulty to position. During removal the device continued interaction with the guiding catheter likely caused the reported difficulty to remove and subsequent material deformation (stent damage). There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a non-calcified lesion in the circumflex (cx) coronary artery. A 2.25x33mm xience sierra stent delivery system (sds) was advanced but failed to cross due to interaction with the non-abbott guide extension catheter. When pulling back the sds into guide extension catheter, the sds became stuck and the stent began to accordion and bunch into a ball. It was confirmed that the stent remained on the balloon/delivery system during removal. The sds was removed from the patient anatomy, and an non-abbott sds was used to complete the procedure. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.